Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Current information is insufficient to permit a conclusion as to the cause of the event. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01509, 0001822565-2017-01507.

Event description:
It was reported patient¿s left hip was revised due to pain, discomfort and dysfunction. Medical records noted the stem was revised because it was grossly loose. The head was removed, and the liner was removed due to wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.